Event description:
It was reported that a user experienced a severe high blood glucose event while using the iLet Bionic Pancreas, with the cause not specified and device details not elucidated. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication and interviews, as well as analysis of information provided by the user or third parties. Investigation of this case revealed that no findings were available and that there was insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.